Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the lens was contaminated, as it had been in a patient¿s body.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implantation, the lens had jammed inside the cartridge and failed to progress. The lens was replaced with another unspecified lens.